Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm,harmonic ace instrument was analyzed and found to have a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. The broken piece, approximately 0.43 x 0.10 was returned. No material appeared to be missing as the broken assemble was pieced back together. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the jaw tip broke outside the patient when the harmonic ace was being cleaned. The procedure was completed as planned with no reported injury.